Event description:
It was reported that a patient's right ventricular (rv) lead presented with over-sensed noise. The rv lead was capped and replaced during a generator change on (B)(6) 2021. There were no patient consequences and the patient was stable.